Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided for the investigation, the reported event was not reproduced, and a probably cause could not be identified. A definitive root cause was not determined olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center's touch panel responded on its own. The air supply pressure changed on its own. The issue occurred during a diagnostic procedure. The setting was returned and the procedure was completed using the same set of equipment. There were no reports of patient harm.